Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), implanted: (B)(6) 2024, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6) , ubd: 04-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 5 mg/ml at 5 mg/day via an implanted pump for an unknown indication for use. It was reported that the catheter tip was moved from t1 to t10. It was noted that nothing was wrong with the catheter at all. The issue was resolved at the time of this report. The catheter remained implanted and in service. Further information was not provided. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on (B)(6) 2025 and it was reported that this was not an accident (regarding the placement). Another physician placed the catheter at a sub optimal level based on recent research.